Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a therapy issue with their pain stim implantable pulse generator after leaving the office. The patient had their implantable neurostimulator activated and initially felt stimulation while in the office. However, upon returning home and turning the device on, they no longer felt the stimulation in their legs or back. The patient confirmed that the therapy was on and set to group a with an intensity of 2.3, which was the same setting used during office programming. The agent reviewed options such as increasing intensity or changing groups and noted that not all patients feel or prefer to feel stimulation. The patient was redirected to a healthcare provider for further assistance.